Manufacturer narrative:
The investigation of the returned optical probe showed that the balloon completely detached from the optical probe's sheath and that it was still partially inflated. Four major kinks were noted along the optical probe sheath. The inner imaging lumen of the optical probe was stretched distally, while the proximal portion of the optical probe was found to be intact. The detached balloon was pressurized and it was unable to be inflated nor deflated with a touhy borst adapter and syringe. The most probable cause of the balloon separation from the optical probe was the attempt to remove it through the endoscope working channel while it was still partially inflated. The shaft of the optical probe would move freely in the endoscope working channel, but the balloon would become stuck at the working channel opening due to its partially-inflated size. Thus, causing the optical probe's sheath to become stretched and the balloon to become detached from the assembly.

Event description:
A patient undergoing esophagogastroduodenoscopy (egd) with the ninepoint medical nvisionvle imaging system and with the covidien barrx radiofrequency ablation (rfa) system. Imaging was completed with a 20 mm nvisionvle optical probe. The balloon on the optical probe was deflated and removed from endoscope working channel. The barrx rfa system was then introduced and removed from the endoscope working channel after the rfa was completed. While the endoscope was still in pt, the same 20 mm optical probe was reintroduced through the working channel for post rfa imaging. The optical probe's balloon was re-inflated and the pt was then re-imaged with the nvision imaging system. The team then attempted to deflate the balloon for removal from the endoscope working channel, however the balloon would not deflate. Multiple attempts to deflate the balloon were made with no results. The connections on nvision inflation accessory were checked and found to be secure. The team also attempted to deflate the balloon with a 35 ml luer-lock syringe. At this point, the physician felt that the balloon had deflated enough, and would be able to pull it through the endoscope working channel. However, when the optical probe was removed completely from endoscope channel, the balloon was not attached to optical probe. The endoscope was reintroduced into pt and the balloon was observed in esophagus. A snare was introduced through endoscope working channel and used to remove the balloon. The balloon and endoscope were removed from patient at same time. No adverse effects on pt were noted by the physician.